Manufacturer narrative:
Section h6 and h10: multiple attempts to obtain additional case information were made, however, the information was not forthcoming.  Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the root cause for the valve degeneration cannot be determined as information was requested but not forthcoming.  However, the valve degeneration may be related to the patient¿s co-morbidities (dialysis due to kidney failure) or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), three years after the implant of a 23 mm sapien 3 valve, the valve degenerated, and the patient received a second valve.  Additionally, it was reported that the patient had kidney failure and required permanent dialysis.

Manufacturer narrative:
Correction/additional information:  additional information: additional information provided confirmed approximately four years after the implant of a 23mm sapien 3 valve, the valve degenerated, and the patient received a second valve.  Additionally, the patient received palliative treatment due severe arteriosclerosis with peripheral arterial disease, stenosis of iliac and brain supplying vessels, aortic plaques, recurrent cardiac decompensation, higher grade of mitral valve insufficiency, repeated gastrointestinal bleeding under oral anticoagulation, right atrial thrombus, and coronary artery disease s/p pci.